Event description:
It was reported that when using the bd pyxis¿ es server two separate instances occurred where two nurses were able to pull same order at the same time using two different stations. Issue was needed to be fixed to avoid overmedicating a patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the server went upgrade and migration. A technical support specialist attempted to dial into the server and observed in the remote session history which indicated that the server had undergone an upgrade and migration. The customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist investigated the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server two separate instances occurred where two nurses were able to pull same order at the same time using two different stations. Issue was needed to be fixed to avoid overmedicating a patient. However, there were no delays or adverse events or injuries reported based on this event.